Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-jan-30 regarding a patient receiving gablofen (2000mcg/ml at 288.8mcg/day) via an implanted infusion pump. Concomitant medications included oral baclofen as needed, cannabis oil, keflex, advil, an albuterol inhaler, and trileptal. The patient's medical history included scoliosis, cerebral palsy, and epilepsy. It was reported that the pump was starting to erode through the skin. The pump was explanted and the spinal segment of the catheter was ligated with three offset placed vein vascular clips. The patient had hardware in their back to the neurosurgeon chose to leave the spinal segment implanted and would implant a new pump and pump segment at a future date as the therapy was working well for the patient. After the pump was explanted, the patient was admitted for an overnight stay to monitor for baclofen withdrawal and to administer a regimen of oral antispasmodics. There were no environmental, external, or patient factors that may have led or contributed to the issue and no further diagnostics/troubleshooting were performed. The issue was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed no anomalies. The returned pump passed all functional testing in the lab. H6: the evaluation codes have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.